Event description:
45 yr old male admitted with acute cholecystitis and underwent laparascopic cholecystectomy. Post-operative complications necessitated a second surgery for repair of lateral duodenal wall injury. Surgical note from second surgery indicated there may have been a problem with bovie during first surgery. Pt subsequently expired following 2nd surgery.